Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that this patient experienced difficulty with their implanted malleable penile prosthesis (mpp). The patient stated their device curves downward and sideways. The patient was referred to their physician for assessment. No patient complications were reported. Additional information was received indicating the physician will attempt to schedule follow-up with the patient. No further details were provided.